Event description:
It was reported that the user experienced elevated glucose for several hours after announcing a smaller meal while actively grazing, then consuming more than announced while using the ilet system with a dexcom g7; the event was attributed to user meal announcement behavior, and the relevant device component was the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure for meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.